Event description:
It was reported that during a coronary stent procedure, difficulty was encountered crossing the lesion. The stent dislodged as the physician was attempting to retract the stent back into the guiding catheter. Entire system removal is recommended in the instructions for use. Fluoroscopic examination did not locate the stent, and it remains in the pt. The pt status is listed as "okay".